Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; late aortic remodeling after endovascular repair of complicated type b aortic dissection-tevar protects only the covered segment of thoracic aorta wojciechowski, jacek et al. Annals of vascular surgery, volume 55, 148 - 156. Https://doi.org/10.1016/j.avsg.2018.05.057. Age or date of birth: average age. Sex: average gender. The cause of the death was determined as due to a retrograde arch dissection, multiorgan failure, pancreatitis and sudden death but not directly associated with the mdt valiant device. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was used in conjunction with non mdt stent graft systems for the endovascular treatment of complicated type b aortic dissections on unknown dates between. The following adverse events were reported. Type ia endoleak. The cause of the event is undetermined.